Event description:
Surgeon implanted a lens. The lens was removed during the same procedure due to the pt's eye anatomy was too big to support the plate lens. The lens was removed in pieces without enlarging the incision. No pt injury. The injector model that was used was a msi-pr, the facility was unable to provide the lot number. The cartridge model that was used was a mtc60c fp, lot number 1194088.